Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had recurring battery life low and replace battery alarms on (B)(6) 2018. Customer also reported issued with recurring battery longevity. Patient's blood glucose level at time of incident was 165 mg/dl and reported no symptoms or required treatment. Customer was assisted with trouble shooting but issues remain unresolved. Product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No low battery alert, power loss alarm or replace battery now alarm noted during testing or in the insulin pump trace download. (B)(4).